Manufacturer narrative:
(B)(4).

Event description:
After an unknown procedure using the footprint ultra pk suture anchor, 4.5 it was discovered during a postoperative MRI, that the tip of inserter was broken and remains inside the patient¿s body. It was reported that the surgeon pulled the shaft out before suture fixation, and that he put it on the anchor again. It was reported that the surgeon tapped the inserter handle and then inadvertently pulled the shaft from the anchor without rotating the knob. The surgeon next inserted the tip of the shaft into the anchor and rotated the knob to lock the suture. The device will not be returned for the evaluation. There were no reports of post-operative pain. At the time of this report, there is no scheduled corrective surgery.